Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident in which the system gave a blood glucose result of 140 mg/dl at a time when the customer had symptoms of hypoglycemia. The caller states the patient was in a diabetic coma at this time. Caller thinks they might have given her three to four spoons of honey. They took the patient¿s reading at 1:10am and the reading was 140 mg/dl. The paramedics were called around 1:10am. They think paramedics arrived around 1:20 a.m. The paramedic¿s tested the customer at 42 mg/dl on their meter (time of this reading is unknown). Paramedics started an IV and caller thinks that they gave her dextrose. Upon receiving the treatment, the patient started to feel better. Paramedics stayed for almost half an hour, until around 1:45 a.m; customer regained full consciousness while the paramedics were there. Mother is not sure if her daughter took too much insulin and this might have caused the diabetic coma. A request was made for the return of the meter and strips, replacement sent.